Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.